Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end and middle of the cylinder. The first cylinder had a hole with a leak at corner of a fold in the proximal end of the cylinder. The second cylinder was microscopically inspected and had buckling folds in the proximal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage test. The momentary squeezed (ms) pump kink resistant tubing (krt) was microscopically inspected, and contamination was found within the ms pump. Ms pump krt were worn to the filament. Ms pump krt had a hole with a leak from wear. The reservoir was microscopically inspected and had had wear at a fold in reservoir shell. The spherical reservoir passed leakage test. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The ipp was explanted and replaced. There were no patient complications reported.